Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, h2, h3, h4, h6, h8, h10. Product review of the air dermatome serial number (B)(6) by flextronics on (B)(6) 2020 revealed the device was fully functional during investigation, and no failure was found. Repair of the device was not performed because no problem was found with the device. Device is used for treatment. A complaint history search will not be performed as there was no problem found with the device. A definitive root cause cannot be determined as there was no problem found with the device. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will be returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the dermatome ¿took a thick graft on the thinnest setting¿. Graft harvested was thick, while setting was thin. No harm and no delay and no additional graft was needed. No adverse events were reported as a result of this malfunction.